Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was connected to a chronic right ventricular (rv) lead with known threshold issues. Upon connection, the device did not pace. The outputs were increased however this did not resolve the issue. The rv lead was connected to the old device and paced. The rv lead was replaced with a new lead and attached to this pacemaker however the device did not pace. A new pacemaker was used and paced appropriately. Following the procedure, this pacemaker was interrogated and warning message that the lead safety switch had been activated. The device had switched from bipolar to unipolar mode. The device was turned off and will be sent back to boston scientific for analysis. No adverse patient effects were reported.